Event description:
A turnpike spiral device was used and was unable to cross the septal. The anatomy was challenging due to a high grade disease and the vessel was very small and angulated. Upon withdrawal of the device tissue was observed on the threaded portion of the device. The case was stopped and the patient was not reported to have suffered any clinical complications.